Event description:
It was reported to technical services on (B)(6) 2011, that this lead had loss of capture with impedances over 2000 ohms. They will be revising this lead at some point. They are working with dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).